Event description:
Customer reported the passport 2 monitor displayed a blank screen, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's cpu board.